Event description:
During the coil embolization procedure a ba-trunk aneurysm (not calcified or tortuous), the deltaplush (cpl100202-30/g14284) could not be detached although pressing the detachment button for several times. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one. It is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was completed without any further issues. No patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
During the coil embolization of a basilar artery trunk aneurysm (not calcified or tortuous) the deltaplush coil (cpl100202-30/g14284) could not be detached although the detachment button was pressed several times. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one. It is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was completed without any further issues. No patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues were noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product. No additional information is available. The deltaplush coil system was returned unsheathed. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the dpu passing am pre-deployment test and then failing to detach was due to a fractured solder joint inside the resistive heating coil section. Based on the available procedural information, the circumstances of how and where this damage occurred cannot be determined. However, based on the report that the pre-deployment test was done, it appears that procedural factors/device handling may have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process. That can be related to the reported complaint. The product will be returned for analysis, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The most likely root cause of the dpu passing am pre-deployment test and then failing to detach was due to a fractured solder joint inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.